Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." Device not returned.

Event description:
It was reported that an altitude alarm after the customer was swimming while wearing the pump, and submerged the pump in water. Customer's blood glucose was 101 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery.